Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be dropping suddenly. On (B)(6) 2016 the customer reported the pump battery dropped from 55% to 5% and subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 168 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.